Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was experiencing extreme pain, lightheadedness, and shortness of breath. Patient presented to the clinic asymptomatic on 11/21/2017. No device issue was reported, so no intervention was performed.